Manufacturer narrative:
Concomitant medical products: product ID: 9735740, (sw app stealth app) serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case with the surgeon, they encountered a 4 mm lateral inaccuracy with the mast dilator. The work flow was as follows, surgeon would tap with a 4.5 solera tap, save a reverse projection, navigate with the passive planar into the hole, and then bring the dilator down to fit on top of the hole and insert a guide wire. Surgeon found the hole with ease with the passive planar and system was accurate. Then surgeon brought the dilator and docked on top of the hole. He would bring the k-wire down and felt the interior of the pedicle, however, navigation was showing 4 mm left (lateral). They were on a left side of the body. Surgeon then reverified the dilator and brought it back and it was accurate. In troubleshooting, the representative tried to replicate after the case and was unable to. Technical service requested that if it did not happen again, they try to do one of the following:  acquire intra-op images showing where the probe was located in the anatomy and then pictures from the system to show where the nav was showing the probe. Grabbed a different mast dilator and take the tracker from the one currently in the patient, then verify the tracker with the new dilator, and then put the tracker back on the old dilator without moving. Take snapshots if the location of the tip has changed in the navigation software. There was no impact to the patient outcome and there was no delay.

Manufacturer narrative:
Correction to the notified date: date complaint became known: 2021-10-18. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.